Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per product specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The de novo, diffuse target lesion was located in the mildly tortuous proximal to distal left anterior descending (lad) artery. Pre-dilation was performed, a 3.50 x 38 mm promus element ¿ long stent was implanted to treat the lesion. Following post-dilatation of a non-compliant balloon catheter, a vessel dissection was noted distal to the edge of the stent. To cover the dissection, the physician then deployed a 3.00 x 20 mm promus element stent distally and overlapping to the 3.50 x 38 mm promus element ¿ long stent. The procedure was completed with post- dilatation and the result was satisfactory. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that it was a non-bsc balloon catheter that was used for post-dilatation. Three days post procedure, the patient was discharged from the hospital and the patient¿s status was fine.